Manufacturer narrative:
(B)(4).

Event description:
The asymptomatic patient presented to the clinic for a follow-up. Noise was noted on the ra and rv lead. The issue could not be reproduced via stress tests. No further intervention was undertaken.